Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at a laparoscopic total gastrectomy, the handle was inserted into the shell, and connected the adapter with no problem. The handle status indicator and the adapter status indictor were green in the display screen. After 10 minutes, they picked the device up for loading the cartridge, however the display screen became blackout. They pushed every button, however the device did not react at all. Replaced by another handle and new shell, and connected the same adapter, and used the device successfully. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.